Event description:
On (B)(6) 2025, the user reported hypoglycemia with a lowest blood glucose (bg) of 59 mg/dl after receiving more insulin than expected from meal announcements. The user treated the low with glucose tablets and soda. The user performed a factory reset of the pump with support assistance and resumed use. No outside assistance or medical intervention was required.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.